Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. The right ventricular lead was explanted and replaced due to an unknown issue. The patient was stable throughout.